Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received by smiths on 18-april-2019 that the issues occurred during routine testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found evidence of reported problem. During investigation the device was powered up and the pump displayed alarm ec 1720 which is an issue with the back-up capacitor. Service replaced the back-up capacitor to correct the reported problem. The problem source of the reported problem is unknown.